Event description:
A non fasting blood glucose comparison performed on a patient. The lab result wa s190mg/dl and the device reading was 290mg/dl. No treatment was received. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.